Event description:
It was reported that the device would not detach during aneurysm treatment. The device was resheathed back into the sheath. A new device was used successfully. There was no patient injury.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Manufacturer narrative:
Correction: d.10. Corrected to add concomitant medical product device evaluation: the investigation of the returned web system found the pusher kinked at the hypotube-to-connector junction, the black lead wire broken at the distal solder joint, and the web implant to be separated from the pusher. The unit did not pass continuity and resistance testing, which is consistent with the broken lead wire. However, the heater coil was found burnt and the implant tether was found melted, indicating thermal activation did occur and therefore, the damage to the lead wire would have occurred post-activation. The web implant and pusher being returned with evidence of thermal activation indicates the tether could have been caught in between the heater coil windings resulting in the detachment issue described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinked pusher, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the broken lead wire, but the damage is consistent with the device experiencing forces exceeding the solder joint's tensile strength. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
See h.11.